Event description:
It was reported to boston scientific corporation that the patient was implanted with ab obtryx transobturator mid-urethral sling system during a procedure in (B)(6), 2010. According to the complainant, post-procedure, the patient experienced complications (specifics and date of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.